Event description:
A malfunction was reported with the customer's pump, identified by malfunction code malf 1. There was no reported adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.